Event description:
Patient was treated with bovine collagen to the glabellar region. Physician observed sudden unusual blanching at the site. Five days post treatment physician diagnosed necrosis. Physician prescribed oral doxycyline, topical bacitracin and bactroban.